Event description:
It was reported that the ilet sleep/wake button functioned intermittently, consistent with a device mechanical interface issue involving the user control/button component, and a replacement ilet was shipped while the original remained in use. No adverse clinical effects reported. Outcomes included no impact to blood glucose, no medical intervention, and no interruption of therapy. Investigation included a review of complaint details, with plans for device evaluation upon return. Investigation of this case revealed a probable mechanical malfunction of the sleep/wake button without evidence of systemic device malfunction. It was concluded that the event was device related to a control interface failure.